Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that the upstream sensor was failing with low fluid numbers observed during evaluation. It was determined that this failing part caused the false upstream occlusion alarms and has been replaced. (B)(4).

Event description:
During review of the event history log, it was determined that a repeating pattern of upstream occlusion alarms suggest that the device was falsely alarming for upstream occlusion. The occurrences suggest a device malfunction. Any patient involvement, injury or medical intervention is unknown.